Event description:
It was reported that during the procedure, the physician experienced difficulty to implant the left ventricular (lv) lead due to the patient's vascular anatomy. It was also noted that the guidewire became stuck in the lv lead. The lv lead was replaced and the procedure continued with the new lead on (B)(6) 2025. No patient consequences were reported.